Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working outlets, tandem charging cable and wall adapter, and alternate charging equipment, and pump did not recognize charging connection although it did not shut down or become unable to turn on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while cts arranged shipment of replacement pump.